Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develope a fever, persistent tenderness in the groin or swelling, would drainage, or redness and/or warmth at the site.

Event description:
It was reported that an angio-seal was deployed post percutaneous coronary intervention procedure (pci) and hemostasis was achieved. The puncture site was disinfected and gauze was applied. Two days later the patient was discharged from the hospital. No anomaly was found in the puncture site. Meiact (dose unknown), an antibiotic was prescribed for 2 days. Ten days later the patient returned to the hospital. The puncture site was swollen, oozed with pus and contained staphylococcus aureus. The angio-seal was surgically removed. Two weeks later, the patient was still hospitalized and had undergone dialysis. The physician noted there were no problems with the procedure. The physician had explained to the patient after care of the puncture site; however the patient took a bath on the day of discharge from the hospital.